Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product identified signs of use and attempted implantation in the form of scratches, dings, and gouges near the extraction slot. Evaluation of the locking feature (dovetail) found the feature to be both flared and compressed. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2- india. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee replacement procedure on an unknown date, the circulating operating room staff opened a sealed pack of an articular surface and handed it to the surgeon for implantation. The surgeon noted that the locking mechanism was not functioning and, upon closer inspection, the locking mechanism appeared damaged. Attempts to obtain additional information have been made; however, no more information is available.